Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the patient experienced asystole. The pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. The patient was fine after the procedure.